Event description:
It was reported that noise resulting in automated mode switches had been observed on the atrial lead; the noise could not be reproduced. The lead also exhibited low impedance. It was noted that the patient experienced palpitations. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4)